Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during use. The home patient (hp) stated the alarm occurred during the last night's therapy. The hp disconnectied and turned the hc off. The technical service representative explained the alarm and the possible causes and advised the hp that the machine was working properly. During troubleshooting, there was nothing found that could have caused or contributed to the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.